Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer alarming for high or low glucose alerts. The device failed the audio test during the call. The customer¿s blood glucose during the incident when the device would not alert on low was unknown. The customer also reported a blood glucose of 340 mg/dl on (B)(6) 2019. The device will not be returned for analysis. Cross reference case (B)(4) for high blood glucose documentation.